Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. The valve on the vizigo¿ sheath was leaking blood. The vizigo¿ the sheath was replaced and the issue was resolved. The case continued. There was no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
On 10-may-2022, additional information was received indicating there was no visible physical damage on the valve/ hub. The hemostasis valve (gasket) snapped but not sure if there were multiple pieces. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The reporter was not sure if the patient¿s hemodynamics were compromised due to bleeding or the approximate volume of blood loss. No medical intervention was required to stop the bleeding. Based on the new information available the h6. Device problem code has been updated from fluid leak (a050401) to material separation (a041). Device evaluation details: on 27-apr-2022, the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the device was in normal conditions. However, when the dilator was removed the brim cap detached from the hub. The silicon ring and the hemostatic valve were detached as well. A microscopic examination of the valve and the silicon ring was performed and no evidence of damage on these parts was observed. Evidence of abrasive damage was observed in the hub, this damage could have provoked the brim cap detachment. The issue of the brim cap being detached from the hub has been reviewed and determined to be an MDR reportable malfunction. All units are inspected prior to leaving the facility to avoid this type of damage. With the available information, it can be concluded that the issue occurred outside the manufacturing environment. A device history record evaluation was performed for the finished device number, and no internal action related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported by the customer was confirmed. The optimal device performance guide contains the following caution: "do not insert a dilator at an angle, as damage to the sheath may occur". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 29-mar-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4)